Event description:
Caller stated that on saturday (B)(6) 2016 she had an emergency reaction to a food allergy. She started experiencing her throat closing and quickly grabbed her epipen to inject herself and the device jammed. Fortunately, she had a spare epipen that worked even though it expired on (B)(6) 2016.